Event description:
A device was found in the biomedical dept with a note stating, "alarm does not sound loud enough for the pt to hear. Does not infuse IV medication at the programmed time". There were no reports of any adverse pt events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.